Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer initially complained of a power issue with coaguchek xs meter serial number (B)(4). The customer alleged that she had to change the batteries before every test and now the meter would not turn on at all. Upon completing a display test, the customer saw "000" in the results field instead of "888." This could impact the interpretation of test results. No adverse event occurred due to the missing segments of the results field. The meter was requested for investigation.